Event description:
It was reported that the patient's caregiver reported that the patient had a fever and a facial droop. Upon arrival to the emergency department, the patient exhibited improved temperature and no noted facial droop. Patient lab showed white blood cell (wbc) of 10. They tested negative for covid and influenza. The patient had a blood culture taken and was sent home. Blood culture was found to be positive for enterococcus species. The patient returned to their local emergency department were they received intravenous antibiotics with continued management for the infection source.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Manufacturer narrative:
Section a4: patient privacy laws prohibit the release of private patient information and patient date of birth should have been removed from the previous report. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological dysfunction and infection could not be conclusively determined through this investigation. The infection was not related to implant and was considered not likely to be related to the device. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists other neurological events (not stroke-related) and various forms of infection as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Care instructions in reference to preventing infection are provided throughout this IFU, including sections titled "caring for the driveline exit site" and "controlling infection." The relevant sections of the device history records for (B)(6) was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on 27may2021. Review of the sterilization and packaging documentation in the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was discharged on intravenous antibiotics on (B)(6) 2022.